Event description:
The patient reported having a knee replacement on (B)(6) 2016 and was having some problems since then. She experienced a loss or change of therapy and urinary retention. She was not able to go to the bathroom very much since the knee replacement. She was putting it on 0.38 and it was not working. She called her healthcare provider (hcp), put it up to 1.25, and was doing fine. The patient was also going to physical therapy for the knee and they bend the knee back. She shut the device off for therapy and then back on. She was drinking water, but not losing the water; her leg was like a balloon. She was not feeling stimulation and found her stimulation on program 2 at 0.0 volts with stimulation on, so increased to 1.00 volts. She was seeing her knee doctor on (B)(6) 2016. The patient later reported painful stimulation that was a gradual change since the knee replacement and it felt like a stick in her vagina. She turned stimulation off and the pain went away. She was assisted in trying program 3 at 0.7 volts, which was comfortable. She had another appointment scheduled for (B)(6) 2016. The patient further reported that it felt like there was a stick up her butt. She noted that she was doing a little better during the night after going to program 3. As of (B)(6) 2016 she had swelling in her knee and pain on the side of her left leg and knee, which she did not know if it was related to the device or therapy. She wanted to meet with a manufacturer representative (rep) and get into to see her hcp sooner. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.